Event description:
It was reported to philips that the c-arm propeller movement was not working properly. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue during the neurovascular treatment. The procedure was completed after calibrating the system. The philips field service engineer (fse) inspected the system onsite and identified that the customer was unable to fully rotate the frontal c-arm detector, which resulted in the c-arm propeller being immobile. Fse calibrated the c-arm. After calibration, the system was returned to use in good working order.